Event description:
Physician applied the clip to assist with medium bleeding of a mallory-weiss tear. Two clips were successfully placed, the third clip closed then immediately 'popped open'. Physician opted not to use another clip, epi injection to area with control of bleeding. No apparent harm to patient from incident.